Manufacturer narrative:
No further follow up was possible from the user as user stopped responding to follow up communication. As a result, no further information could be gathered and no RMA could be issued. Since there is no materials to investigate, customer complaint could not be confirmed. H6 patient code was updated to 2692 h6 method code was updated to 4114 h6 results code was updated to 3221 h6 conclusion code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement and failed to last the expected 90 days thereby requiring early removal of the inserted device.